Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The lesion being treated was located in the mid left anterior descending artery. A taxus liberte stent of unknown size was implanted in the lesion. In (B)(6) 2010, the follow-up angiography was performed. The results found the target vessel was 3.50mm, 99% stenosed and 10mm long. The patient had no ischemic symptoms at the time of the event. Three days later, a non bsc stent of unknown size was implanted with 0% residual stenosis. The patient experienced no anginal symptoms at the 9 month and 1 year follow-up.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).